Event description:
Initial info was received from a physician on (B)(6) 2011 and additional info was received from a sales rep on (B)(6) 2011: a (B)(6), female, pt, with history of ulcerative colitis was injected with poly-l-lactic acid (sculptra aesthetic) on (B)(6) 2010 (lot a9030, exp date unk), (B)(6) 2010 (lot 1a9032, exp date unk), and (B)(6) 2010 (lot #a8027, exp date unk) using three of the 2 ml vials for cosmetic use. The injection sites were the lower three-fourths of the face. The pt was doing great when photos were taken on (B)(6) 2010, but in (B)(6) 2010, the pt had a flare up of ulcerative colitis. Three weeks ago the physician prescribed sulfasalazine. One week later ((B)(6) 2010), the pt noticed multiple visible nodules appearing in the areas the poly-l-lactic acid was injected. The size of lesions and whether there were signs of inflammation were not provided. There was no evidence of systemic process. No biopsy was performed. At the time of the report the nodules were ongoing. The event was not characterized as prolonged. There was no evidence of permanent impairment. There was no medical intervention performed at the time of the report. No further relevant info was reported. Pharmacovigilance comment: sanofi-aventis company comments dated (B)(4) 2011: this case is confounded by the underlying illness, particularly ulcerative colitis. Additional info (e.g. Complete medical and social history including state of immunosuppression, concomitant medications, risk factors such as stress which could have contributed to the exacerbation of ulcerative colitis) is needed to make a complete medical eval.